Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called for assistance in finding a prosthetic urologist that can assess him in the (B)(6) area. He states that he had his ambicor penile prosthesis (app) placed in (B)(6) but is now in (B)(6) and his device has failed. He states that recently he noticed that the device will not inflate fully and that it feels like it has air in it. He would like to see about getting a revision surgery. Patient liaison assisted him with the physician locator found at (B)(6).